Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received february 25, 2021 with lot number 3395007. Visual analysis of the returned device identified: yellow particles in device outer surface, wear abrasion, fold creases and one curved opening at the edge of the insert to shell bond area in the anterior 3 location. A microscopic analysis and leak test were performed which identified one opening crease smooth. The measurement of the opening is 1.1 cm. Based on the device analysis the final assessment is: -an opening with a crease smooth pattern at the edge of the insert to shell bond area assessed as an fold flaw opening.

Event description:
Healthcare provider reported tissue expander rupture for an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported tissue expander rupture for an unknown side. Device has been explanted.